Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip and the catheter shaft revealed that the teflon on the guide wire had scrapped off during the procedure and occluded the guidewire bushing causing the guidewire to stick inside. Visual inspection also showed that the proximal race had an indication of teflon inside which also could contribute to the guidewire stick. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported catheter stuck on wire. The physician was performing a superficial femoral artery (sfa) popliteal atherectomy procedure using a 2.1mm jetstream® xc atherectomy catheter over a non bsc guidewire. Sometime during the procedure the catheter got stuck on the wire. The devices had to removed together. The procedure was completed with another jetstream catheter and guidewire. No patient complications were reported and the patient was fine.